Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a system error. It was indicated that a display wire was shorted to the main printed circuit board (pcb). It was also indicated that the output connector assembly and hanger assembly were broken, and the keypad was scratched. It was also indicated that the encoder flex cable was damaged, lower case was broken, and main seal was pinched. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) exhibited a system error. The epg was returned for service. There was no patient involvement.